Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2, -7.50/2.0/126 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was explanted due to elevated iop without pupil block and angle closure, significant reduction of iido-corneal angles and ac shallow in a second surgery on (B)(6) 2021. This resolved the problem. Cause of the event is reported as shallow ac. Per the reporter on (B)(6) 2021, there will not be another lens implanted.